Event description:
It was reported that this implantable cardioverter defibrillator device exhibited competitive pacing due to atrial sensing falling into post ventricular atrial refractory period and blanking of ventricular sense. Technical services suspected that the device may have paced in the ventricle in a vulnerable period. Anti-tachycardia pacing failed to convert the rhythm and accelerated the ventricular tachycardia rate resulting in the device giving a shock to the patient. The shock successfully converted the rhythm. The device remains in service and no additional adverse patient effects were reported.